Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the local representative (cc) called in to troubleshoot connecting an imaging system to the navigation system. The cc was unable to setup the network configuration to get the navigation system connected to the imaging system. The following steps were followed when attempting to refresh the network data on the navigation system: get current configuration; "firewall model 1430" waslisted; then "retrieving firewall network configuration, please wait"; finally, "retrieving the firewall status, timed out." The following steps were followed when attempting to update the ip address information in the system: network configuration was set, updated the status, and then verification of the network configuration failed. Multiple reboots, including a full reboot with the power cord unplugged, did not resolve the issue. It was later reported that after troubleshooting, the router was pinged and was responding. Connection with internal devices was then working. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. (B)(4). Analysis found on net sec app-wired-confd- analysis determined the checkpoint was tested and found to have wan port configuration missing. Was able to restore the configuration by setting the ip address to dhcp and then re-configuring to static ip. (B)(4). Other relevant device(s) are: product ID: 9 735994, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.